Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Device MFR date is unk. Evaluation is pending.

Event description:
On (B) (6) 2009, the sales representative reported that the spring for the double action feature broke. The sales representative reported that the part closes, but it can only be handed opened. The surgeon was able to finish the case by using the hospital's rounger. There was no surgical delay. Additional information received via telephone on 01 jun 2009, the sales representative reported that during surgery, the surgeon was about to release the instrument when the spring popped out and landed away from the sterile field. The surgeon was able to finish the case with the use of another anterior rongeur from the operating room. There was no surgical delay.